Event description:
It was reported that the device had intermittent power source issue and lost power after turning on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported intermittent failure. Physio observed proper device operation through functional and performance testing. Physio replaced the system pcb assembly as a precautionary measure and returned the device to the customer for use. A conclusive cause of the reported event could not be determined.